Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: the most probable cause of the complaint was traced to component failure. Expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodeno videoscope exhibited there was a gap in adhesive area between server plug in and distal end, adhesive around light guide lens had wear, adhesive around objective lens had wear, and there was corrosion around lever arm. There was no patient involvement.